Event description:
It was reported that a patient presented into the clinic for further investigation after receiving a notification via (B)(4) for backup vvi. Device download was performed successfully with no further issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.